Manufacturer narrative:
Per the clinic, the patient was treated with IV and oral antibiotics and subsequently was hospitalized (date not reported) for the IV antibiotics treatment. The patient underwent a revision surgery of the mastoid and implant bed under general anesthesia on (B)(6) 2023. The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report. Correction: the previous or initial MDR submitted on december 11, 2023 was filed inadvertently. No extrusion and necrosis has occurred. This report is submitted on january 04, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced necrosis at the implant site. Device analysis report attached. This report is submitted on february 06, 2024.

Manufacturer narrative:
This report is submitted on december 11, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of device. Necrosis and infection were noted as well. There are plans to explant the device; however, this has not occurred as of the date of this report.